Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during stent assisted embolization to treat an unruptured right supraclinoid internal artery aneurysm, after the third coil (subject device) was implanted inside the aneurysm sack, the aneurysm ruptured resulting in bleeding. Platelet transfusion and further platelet medication were given to the patient to stop the bleeding. Hospitalization was prolonged and 9 days post procedure the event was resolved with no residual effects. The patient was back to the baseline. The physician determined that the event was related to the subject coil and procedure.

Event description:
It was reported that during stent assisted embolization to treat an unruptured right supraclinoid internal artery aneurysm, after the third coil (subject device) was implanted inside the aneurysm sack, the aneurysm ruptured resulting in bleeding. Platelet transfusion and further platelet medication were given to the patient to stop the bleeding. Hospitalization was prolonged and 9 days post procedure the event was resolved with no residual effects. The patient was back to the baseline. The physician determined that the event was related to the subject coil and procedure.

Manufacturer narrative:
The device remains implanted.